Event description:
It was reported the bd vacutainer® k2e 5.4mg plus blood collection tubes had a cracked tube. The following information was provided by the initial reporter: translated to english. The customer stated "tube cracked when freezing. Sample was placed in an upright position in -80c freezer straight after collection for 24 hrs. Then shipped on dry ice. Site did not noticed it cracked. It was noticed upon receipt in q2s, 3 days after collection. Lab suspected that it had cracked during freezing on site rather than being damaged in transit. It seemed that the specimen had frozen in such a way as to split the tube from the inside. Some of the material had also leaked out of the crack before it too froze.".

Manufacturer narrative:
H6:investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 5.4mg plus blood collection tubes had a cracked tube. The following information was provided by the initial reporter: translated to english. The customer stated "tube cracked when freezing. Sample was placed in an upright position in -80c freezer straight after collection for 24 hrs. Then shipped on dry ice. Site did not noticed it cracked. It was noticed upon receipt in q2s, 3 days after collection. Lab suspected that it had cracked during freezing on site rather than being damaged in transit. It seemed that the specimen had frozen in such a way as to split the tube from the inside. Some of the material had also leaked out of the crack before it too froze."